Manufacturer narrative:
Date of report: 12jul2019. Date received by manufacturer: 11jul2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The power switch overlay was replaced to address the reported issue and the device passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had a faulty led indicator.the customer reported there was no patient involvement. Event date not specified; estimate used.